Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.0/117 (sphere,cylinder, axis), into the patients left eye (os) on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2024-00280. But the problem was not resolved, the lens still had a low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.